Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose. The customer¿s glucose level was unknown at the time of the incident. The customer was in and out of the hospital for diabetic ketoacidosis twice within the last 5 days. The customer was having issues with the meter not displaying properly. The customer reported that only 3/4 of the screen was showing and this was already the new meter. The insulin pump will not be returned for analysis.